Event description:
I had a whole mouth full of mercury amalgam dental fillings, which were removed in 1995. My lifelong headaches totally disappeared, as did the severe ringing of the ears, twitches in many muscles, numbness and tingling in hands and feet, severe memory impairment and concentration problems, brain fog, freezing cold hands and feet, deep dark suicidal depression, skin eruptions, and many other symptoms. I was neurologically rapidly spiraling downhill for no apparent reason. I was a trained scientist with a bs and ms. Before removal of the fillings, I was having a lot of problems, even reading. I have now finished medical school with a memory better than I had in college when I was 20 years old. I was thoroughly mercury poisoned from three numerous mercury amalgam detnal fillings, which were placed starting at a very young age. I now still have very poor eyesight and react to many chemicals, including mercury in fish, including salmon. My 3 children were, unfortunately, all poisoned by my mercury amalgam dental fillings and sustained severe short term memory deficits, which only partially were reversible. I am still in intense grief that the dental and medical systems of the USA allowed a poisonous product to be placed in my mouth that leached mercury that passed into my babies as fetuses and through my breastmilk - I nursed all 3 of my children for a couple of years each, causing them to have brain damage. Please ban all mercury amalgam dental fillings in all ages for any reason immediately - huge numbers of people have been thoroughly poisoned for many, many years. May have severe neurological "mental" problems and cardiovascular disease.